Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device flowed to the periphery, embolized and was removed by snare. The target lesion area was located in the severely tortuous renal artery. A 5mm x 12cm idc was selected for use. During the procedure, it was noted that the device was deployed fully. However, the coil could not be crimped well to the vessel and flowed to the periphery. Subsequently, it embolized in the distal part of the lesion and was removed using a gooseneck snare. The procedure was completed with another of the same device. No further patient complications reported.